Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a system error 2240 alarm that was caused by a use error further specified as a loose connection with between a supply line and supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. It also provides step by step instruction for connection solution bags. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell two of four of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that there was a leak coming from the supply bag due to an improper connection by the patient. The power was cycled to clear the alarm. Proper procedures were reviewed and the patient planned to complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.